Manufacturer narrative:
510k: this report is for four (4) unknown locking screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a femoral nail removal on (B)(6) 2018 due to painful hardware. One 10mm ti lateral entry femoral recon nail-ex/360mm/lt-sterile and four 5.0mm titanium locking screws implanted on an unknown date (almost a year ago) were removed intact. Nothing was implanted after the removal of hardware. The procedure was completed without any delay and the patient was stable after the surgery. This report is for four (4) unknown locking screws. This is report 2 of 2 for (B)(4).